Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: a segment of the driveline cable associated with (B)(6), and driveline boot cover (lot no. R007689) were returned for evaluation. Review of the pump and driveline boot cover¿s manufacturing documentation confirmed that the associated devices met all requirements for release. Review of (B)(6)¿s service history records indicated that the device was previously serviced, and the repair actions were verified. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual inspection revealed foreign material within the driveline cover. Dimensional verification revealed that the driveline cover¿s inner dimensions did not pass the go-gage pin gage, indicating that the driveline cover was shrunken. Moreover, functional testing could not be performed since the driveline cover was shrunken and not able to fit into the test driveline connector. This is an additional finding not related to the reported event. Supplemental tests conducted on similar samples had previously shown that the analyzed driveline covers exhibited increased hardness and stiffness compared to a control sample. Failure analysis of the returned driveline segment revealed that the device passed functional testing; the driveline wires maintained continuity and was able to connect securely to a test controller port. Visual inspection of the returned segment of driveline cable, revealed damage and discoloration of the driveline outer sheath in addition to strain relief damage captured in a previous event. Additionally, visual inspection and visual evidence provided revealed evidence of a self-repair and a worn out previous repair. Further visual inspection of the returned segment of the driveline revealed damage to the inner lumen and conductor wires¿ insultation of the red, green, and black wires associated with the rear stator. Log files associated with (B)(6) revealed an electrical fault alarm, several reactivation events, and high watt alarms, logged between (B)(6) 2025 due to an overcurrent condition in the rear stator resulting in the pump running in single stator operation (front stator only). This likely triggered the observed high watt alarms due to the increased power consumption required to run on a single stator. The controller was then powered down on (B)(6) 2025 at 19:00:00. As a result, the reported event was confirmed. Based on historical review of similar events and the investigation conducted, a possible root cause of the observed shrunken driveline boot cover can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. The most likely root cause of the observed foreign material within the driveline cover can be attributed to the handling of the device. The most likely root cause of the driveline sheath repair damage may be attributed to factors such as normal wear over time and/or the handling of the device which likely led to the observed damage in the inner lumen and driveline cable wires. The most likely root cause of the electrical fault alarms, high watt alarms, and overcurrent condition can be attributed to the damage to the driveline cable wires; several wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia, neurological dysfunction, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system driveline cover d4: model #: 1175 / catalog #: 1175 / expiration date: dd-mmm-yyyy / lot#: r007689 d9: yes, return date: 06-aug-2025, h3: yes, h4: mfg date: h5: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a driveline boot cover was returned to the manufacturer. Manufacturer's analysis subsequently revealed an environmental, mechanical and material and / or chemical problem identified.

Event description:
It was reported that the patient was admitted from the emergency room due to the ventricular assist device (vad) exhibiting high power associated with high watt alarms and an electrical fault alarm. It was noted that the patient remained hemodynamically stable until the following day when the patient started having runs of ventricular tachycardia (vt) which caused their blood pressure to drop. There were initially concerns for possible thrombosis due to the high watt alarms, but the patients' lactate dehydrogenase (ldh) was stable at 220 and there were no other signs of thrombosis. Log files were reviewed and it was confirmed that the vad was running on one motor stator due to a short in the rear motor stator. The driveline was checked for damage and to make sure it was fully seated and engaged in the controller. As the engineer at the hospital was removing tape covering the driveline to assess for damage, it was noted that the patient wasn't as talkative as normal. The patient asked for water, and when the engineer returned with the water, the patient wasn't responding. The patient was rushed for a computerized tomography (CT) scan where it was determined that the pa tient had had a massive brain bleed. The patient was not a candidate for surgery and subsequently passed away.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.